Event description:
It was reported that after the iab was inserted, moisture was noted in the helium tubing. Difficulty was encountered inflating the balloon. As a result of this, the iab was removed and replaced. There were no further complications.

Event description:
It was reported that after the iab was inserted, moisture was noted in the helium tubing. Difficulty was encountered inflating the balloon. As a result of this, the iab was removed and replaced. There were no further complications.